Manufacturer narrative:
Event date (B)(6) 2018. Philip's field service engineer (fse) could not duplicate the problem; the touchscreen was working. The fse recalibrated the touchscreen, although no issues were identified.

Event description:
The customer reported a touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.